Event description:
It was reported that the asymptomatic patient presented for fofollow-up with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-sensed t wave oversensing. The physician elected to continue to monitor.